Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Article entitled "effect of total hip arthroplasty for congenital dysplasia of hip in adults" written by tao zhenggang, wu fangfang, mo wenhai, and zhu xiaobing published by chines journal of clinical health care on june 1, 2017 was reviewed. In this study, 61 patients (71 hips) who underwent tha with subtrochanteric osteotomy were analyzed of ddh patient data to observe their follow-up effect. 71 hips were implanted with a competitor acetabular prosthesis and srom femoral prosthesis. Adverse events: 3 hips sustained a femoral fracture during the operation and were treated with steel wire fixation. 1 hip had a sciatic nerve injury, foot numbness, and weakness and was treated with conservative treatment. 1 hip had post op pain, decreased rom, soft tissue laxity, and luxation. Treated with manual reduction.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.